Event description:
Rptr noted an add for ear candles at a health food store in west columbia. As noted from personal encounters and from medical literature these devices can deposit wax in ear canal. Reporter wants to urge the FDA to ban these devices. They are a hoax. Please stop this device.